Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-14479. Related manufacturer reference number: 2017865-2019-14481. It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that the patient had been hospitalized due to cerebrovascular event. The physician commented nothing abnormal found on performing the interrogation on the reported device.